Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The cause could not be determined because there was no return of the product. It is presumed that the following factors occurred. The internal substrate was broken. Non-device effects (connectivity, facility settings). As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations. Repair record review: repair status unknown because there was no return of the current product and no inspection was performed. In addition, the complaint database information within 1 year was checked, but it is judged that there is no repair due to no complaint database initiation regarding the current product.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) attempted to assist the customer with troubleshooting. The customer requested that a field service representative be sent to the facility to troubleshoot the power issue; however, tac offered phone support to the customer. The customer informed tac there were two oev-262h monitors and one of them was working but the other was not. Tac suggested swapping the power cord, power supply and monitors. The customer reported that due to facility policy only the its biomed staff could come in contact with the equipment. The customer informed tac the troubleshooting instructions would be shared with the biomed department. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center for was informed that during maintenance the unit did not power on. There was no patient involvement.